Manufacturer narrative:
Device is a combination product. Initial reporter phone: (B)(6). Device evaluated by MFR: promus premier select, mr, ous 3.50 x 20 mm stent delivery system was returned for analysis. The stent was not returned for analysis as it was deployed in the patient. A visual and microscopic examination of the bumper tip showed no signs of damage. The balloon cones were reviewed, and no issues were noted. The balloon wings appeared relaxed from their original folded position. Hardened medium was present in the balloon and inflation lumen. An attempt was made to load the device on a 0.014 inch guidewire however this attempt failed due to hardened medium present in the wire lumen. The device was then soaked in the waterbath to remove the hardened medium. After soaking the device was loading on a 0.014 inch guidewire without resistance. An attempt was made to inflate the device however the device held positive pressure but the balloon failed to inflate. The device was then soaked in the waterbath to remove the remainder of the hardened medium. After soaking a vacuum was pulled on the device to remove all hardened medium present in the inflation lumen. After this the device was inflated to rated burst pressure (rbp) 16 atm without issue. The device deflated in 5 seconds. This is within specification. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that difficulty deflating and difficulty removing a balloon occurred. The 70% stenosed target lesion was located in the severely calcified and mildly tortuous right circumflex (rcx). A 20 x 3.50 promus premier select was advanced to the target lesion, and after one inflation of the balloon, the stent was successfully implanted. The balloon could not be retrieved from the coronary despite many attempts to deflate the balloon and it was noticed that the balloon was blocked. The balloon was inflated a total of 6 times at 15 to 20 bar in the attempt to retrieve the balloon. After several attempts of deflating the air from the balloon, the balloon was retrieved. The procedure was completed and no patient complications were reported in relation to this event.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that difficulty deflating and difficulty removing a balloon occurred. The 70% stenosed target lesion was located in the severely calcified and mildly tortuous right circumflex (rcx). A 20 x 3.50 promus premier select was advanced to the target lesion, and after one inflation of the balloon, the stent was successfully implanted. The balloon could not be retrieved from the coronary despite many attempts to deflate the balloon and it was noticed that the balloon was blocked. The balloon was inflated a total of 6 times at 15 to 20 bar in the attempt to retrieve the balloon. After several attempts of deflating the air from the balloon, the balloon was retrieved. The procedure was completed and no patient complications were reported in relation to this event.